Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was noticed to be peeling. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the jaws were observed. Microscopic inspection showed the silicone boot insulation on the cold jaw was peeled near the tip, exposing the metal underneath. The boot on the hot jaw appeared intact. However, the heater wire was slightly flexed but remained attached to the jaw. Based on the returned condition of the device and evaluation results, the reported failure "peeled jaw" was confirmed. The analyzed failure "material twisted/bent" was also confirmed. Specific actions for both reported failure "peeled jaw" and analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was noticed to be peeling. A replacement device was used to complete the procedure. The hospital did not report any patient effects.